Manufacturer narrative:
Date rec'd by MFR: 19mar2019. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. The customer reported that the replacement of the central processing unit printed circuit board resolved this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had error code message of primary alarm failed. The customer reported there was no patient involvement. Event date not specified, estimate used.